Event description:
It was reported through a research article that xience stents were used in a study (stopping aspirin within 1 month after stenting for ticagrelor monotherapy in acute coronary syndrome (stop-dapt 3)) that captured the following endpoints: death, myocardial infarction, stent thrombosis, and stroke. Specific patient information is documented as unknown. Details are listed in the article, "advances in clinical cardiology 2023: a summary of key clinical trials".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effects of thrombosis, myocardial infarction, and stroke/cerebrovascular accident (cva) are listed in the xience v everolimus eluting coronary stent systems instructions for use as adverse events that may be associated with pci treatment procedures and the use of a stent in native coronary arteries. A conclusive cause for the reported thrombosis, myocardial infarction, and stroke/cerebrovascular accident (cva), and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated d4: the UDI is not known as the part and lot number were not provided. D6a - implant date: estimated the patient death referenced in b5 is being reported on a separate medwatch report number. Literature: article title "advances in clinical cardiology 2023: a summary of key clinical trials".